Manufacturer narrative:
Per tandem¿s t:slim x2 g5 user guide: ¿check that your connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred and the luer lock was loose. Blood glucose was 270-273 mg/dl. Pump supplies were changed and the occlusion alarm reoccurred. As the contact was not with the customer or pump at the time of the report, contact declined further assistance from tandem technical support.